Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, boston scientific concludes that the pinhole in the cuff could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, tested for leaks and microscopically examined. During the visual test, it was noted that there is damage at a fold by the lateral area of the shell. During the leak test, a cuff leak was identified in the cuff shell lateral area. Under the microscope, the cuff leak is observed to be a pinhole consistent with wear. Inspection of the remainder of the device revealed no other damage or irregularities. The cuff leak identified would cause the cuff to not function as expected. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams (american medical systems) 800 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced due to unspecified reasons. No further information was provided.